Manufacturer narrative:
A titan touch pump, and cylinders 1 and 2 were received for evaluation. Microscopic evaluation revealed surface abrasion on all pump tubing, indicating repetitive contact between surfaces. Microscopic evaluation revealed the detachment end of the longer pump exhaust tubing to be rough and irregular, indicating sufficient stress was exerted to separate the site. No functional abnormalities were noted with the pump. Microscopic evaluation revealed surface abrasion on the cylinder 1 and cylinder 2 exhaust tubing. Microscopic evaluation revealed the detachment end of the cylinder 2 exhaust tubing to be rough and irregular. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, surface abrasion, noted on all pump tubing, matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress on the cylinder 2 exhaust tubing. It was concluded that the rough and irregular surfaces associated with the detachment ends of the longer pump exhaust tubing and exhaust tubing of cylinder 2 indicated that sufficient stress(s) was most likely exerted to separate the site while in-vivo. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to available information, the patient with this device experienced a reservoir hernia. No other adverse patient effects were reported.